Event description:
Suffered more trying to get it out... Doctor removed it [foreign body in reproductive tract]. Internal sores - vaginal [vaginal lesion]. I suffered more trying to get it out - tampon [complication of device removal]. Case description: consumer reported via social media that she suffered trying to remove the tampon, and ultimately required medical assistance. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.